Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose history is as follows: time bg (mmol/l)(mg/dl): 20:19 13.7 247, 22:15 22.7 409. There were several correction boluses (exact amount was not provided) although the boluses did not lower the patient's bg levels. He was not feeling well and was vomiting so he decided to go to the hospital. On (B)(6) 2018: 00:32 26.9 485, 2:22 27.8 501, 3:59 19.4 350, 6:26 15.1 272, 8:22 11.9 and 19.1 214 and 344, 16:21 10.4 187. At this point, the customer got a new pod and was sent home. At 21:51 10.8 195, 23:48 8.8 159. The pod was worn between 24 and 36 hours on the arm. At the hospital they placed her on an intravenous therapy of insulin and fluid.